Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle was detached from the suture easily. It was a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - vicryl¿, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.